Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed, based on the information gathered from the reporter during baxter's investigation. However, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use at the end of therapy. The cycle 1 of 5 drain volume equaled 4000ml. The fill volume equaled 2000ml. The technical service representative (tsr) explained the message. The rn stated the patient was doing tidal therapy and was using a stronger solution last night. The total ultrafiltration (uf) was set to 0ml. The tsr referred the rn to the renal helpline for questions regarding what to set the total uf to. The rn would call the renal helpline and would call the tsr back if they had any problems or questions. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that there were no adverse events associated with this alarm. She stated that the patient has had no additional issues with peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.